Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a gas loss alarm. Nurse stated they attempted to follow the help screen, but the pump continued to alarm. She changed to a new console and the alarm resolved. There was no patient harm.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that helium leak test was performed in order to fix the issue, and no parts was replaced. The iabp passed the test. H3 other text: issue resolved over a call with customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.